Event description:
It is reported that a customer was missing blood glucose response on their insulin pump. The customer's blood glucose level was at 71 mg/dl. The customer was assisted with trouble shooting the device and found that the issue may have been caused by the quick sets he was using. The customer was advised to send the sets back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.